Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the probe breakage is operator's technique. The device instruction manual contains several warning statements in an effort to prevent thermal and mechanical damage to the probe. "Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected". As a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that towards the end of a laparoscopic liver resection, the probe broke off into the patient and was retrieved with a grasper. There was no reported patient injury. It was reported that the clinician operating the device was new to the device. The procedure was completed using another similar device.